Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 489 mg/dl at the time of the incident and current blood glucose was 276 mg/dl. Customer treated high blood glucose with the manual injection and declined troubleshooting for it. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The device is not expected to be returned for analysis.